Manufacturer narrative:
The suspect product is the comfort curve test strips.

Event description:
Customer using accu-chek advantage system. Customer reports testing back to back on the same meter with results of 123 mg/dl, 80mg/dl, and 213 mg/dl. Customer reports feeling all high blood glucose symptoms. Location of testing not provided. No control information provided. No death or serious injury reported. A request was made for return of suspect product, and a replacement was provided. Accu-check advantage system: meter, accu-chek comfort curve test strips lot #549550, exp date: 05/31/2008.